Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post-operational pain was experienced. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). Following the insertion of a non-bsc guide wire and pre-dilatation with a 4mmx15mm percutaneous cutting balloon, a 6 x 80 x 75 innova¿ stent was implanted to treat the lesion. Post-dilatation was then performed with a 5.5mmx20mm sterling balloon catheter and intravenous ultrasound (ivus) was performed to check the lesion with an opticross imaging catheter. Angiography showed good results and the procedure was completed. However, on the night of the same day, the patient experienced pain and echocardiogram was performed with no issues noted. Eight days later, the patient still complains of pain but lesser than before and echocardiogram was performed on the same day. The patient was on continued monitoring and was scheduled for a follow-up check up.